Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two systems (pns and scs). The patient received two leads (model 3166) with the same lot number. It was reported the patient's peripheral system was explanted due to lack of efficacy. Reportedly, a new pns system was not implanted. However, the patient has effective therapy with his new scs system.